Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro balloons popped. The hospital did not report any pt effects. It is unk how the procedure was completed. Products are not returning as they were discarded. Refer to MFR report# 2242352-2011-01574.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is not compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).